Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a cataract extraction procedure aspiration was poor. The surgeon noted that the patient's cataract was very hard and the system struggled to aspirate. No system messages were displayed. The case was completed without harm to the patient.

Manufacturer narrative:
The company service representative examined the system and was not able to confirm or replicate the reported event. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).